Event description:
The barbed needle was discovered when the packot was opened for a coronary artery bypass procedure. It was not used on the pt. There was no adverse consequence to the pt or surgical delay.